Event description:
On (B)(6) 2026, the patient was seen by nyxoah staff at the clinic for activation, where it was observed tongue retraction on the left side and no stimulation (response) on the right side. On (B)(6) 2026, the patient had a revision surgery. It is unclear at this time if the original implantable stimulator was adjusted for the revision or if a new implantable stimulator was implanted. It is important to note the implantable device in this complaint file is not distributed in the united states.